Event description:
It was stated that the customer was hospitalized for low blood glucose and the reading was 24 mg/dl. It was also stated that the customer went into a coma due to the low blood glucose. Troubleshooting was not done as the customer and insulin pump were not available during the phone call.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.